Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure intellanav mifi open-irrigated ablation catheter was selected for use. A leak was observed from the irrigation line. It is unknown if the procedure was completed. The device is not expected to be returned for analysis due to contamination.